Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, it was reported that the patient that around 4pm, the cgm was low so the patient self-treated with glucagon injection but the cgm reading didn´t increased. The patient took a bg reading which was over 400 mg/dl. She removed the wearable and inserted a new one. The patient was experiencing frequent urination, mouth was dry, thirsty and tired. The parents called her parents and they took her to the emergency room (ER). They arrived at around 8pm, nurses took a bg reading which was over 300 mg/dl. The patient was treated with IV medication. The patient was discharged at 2am and the bg reading was under 200mg/dl before they went home. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. At the ER, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.